Manufacturer narrative:
Evaluation: method - medical review results: review of this file indicates that the natural lens was touched during surgery which caused the cataract. Trauma to the natural lens is note as a traumatic cataract. (B)(4)

Manufacturer narrative:
(B)(4) - cataract, surgical procedure, secondary, no product allegation. (B)(4).

Event description:
The reporter stated the surgeon inserted a micl13.2 implantable collamer lens on (B)(6) 2011 and at this time the facility was out of epinephrine drops, but the surgeon decided to proceed with the surgery. The patient developed a posterior cataract and the lens was extracted on (B)(6) 2011. The surgeon stated the incident was the result of a central lens touch during the initial implantation of the lens.